Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the phenomenon of the subject device switching to the emergency lamp one hour after the subject device was turned on had been continued, and that this phenomenon was found at preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). It was duplicated the reported phenomenon. Also it was found the cooling fan failure of the subject device which occurred no fan rotation then lighting on the emergency lamp. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of sorc, omsc presumed that the reported phenomenon was caused by the cooling fan failure of the subject device. Since there was no information, the cause of the cooling fan failure could not be determined. If additional information is received, this report will be supplemented.